Event description:
A report was received from a user facility in (B)(6) stating: "the cutter failed to work properly. The outcome was that the surgeon was unable to disengage vitreous from the cutter whilst in the eye. There was no patient injury in this incident. The surgeon was able to extract the cutter and was ultimately resolved by changing the pack."